Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports headaches & dry skin under right eye and around nares. Slight bleeding from skin under the right eye. Unspecified steroid cream prescribed by md.